Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 20.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. Post-operatively, the patient complained of a crescent across his vision. Therefore, the doctor decided to reposition the lens. During the repositioning, the doctor noticed the haptic was not in the capsular bag and placed it back in. After the repositioning procedure, the crescent was still present, but rotated in a different position than before. The doctor ended up explanting the lens on (B)(6) 2017 and replaced the lens with a zma00 19.0 diopter iol. There was an incision enlargement and one suture used, but a vitrectomy was not performed. The patient is doing fine with no post-operative injury, but still complains of seeing the crescent shape (at 11 o'' clock to 5 o'' clock). Reportedly, the doctor confirmed that the crescent shape was not due to the lens. No additional information was provided.